Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the distal end of essure on the left hand had ruptured through the endosalpinx'), salpingitis ('fallopian tube with chronic inflammation'), device extrusion ('extrusion'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular proble') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cervical dysplasia, ovarian cyst, carcinoma cervix in situ, dysmenorrhea, dyspareunia, weight loss, gallbladder removal, fibromyalgia and rheumatoid arthritis. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel sensible"), vaginal disorder ("vaginal scarring"), migraine ("migraines"), increased tendency to bruise ("easy bruising"), dizziness ("dizziness"), nausea ("nausea"), rash ("skin rashes"), feeling abnormal ("brain fog"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), insomnia ("insomnia") and hypoaesthesia ("numbness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure system). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device extrusion, genital haemorrhage, autoimmune disorder, neuromyopathy, pelvic pain, infection, urinary tract disorder, allergy to metals, vaginal disorder, migraine, increased tendency to bruise, dizziness, nausea, rash, feeling abnormal, weight decreased, inflammation, depression, anxiety, irritable bowel syndrome, insomnia and hypoaesthesia outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, depression, device extrusion, dizziness, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, infection, inflammation, insomnia, irritable bowel syndrome, migraine, nausea, neuromyopathy, pelvic pain, rash, salpingitis, urinary tract disorder, vaginal disorder and weight decreased to be related to essure. The reporter commented: (B)(6) 2019: procedure: cone wedge resection of uterine muscle at each cornua in continuity with the intact essure device including the tail and proximal portion of the isthmic segment of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2012: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube with chronic inflammation, the distal end of essure on the left had ruptured through the endosalpinx. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the distal end of essure on the left hand had ruptured through the endosalpinx'), salpingitis ('fallopian tube with chronic inflammation'), device extrusion ('extrusion'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular proble') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cervical dysplasia, ovarian cyst, carcinoma cervix in situ, dysmenorrhea, dyspareunia, weight loss, gallbladder removal, fibromyalgia and rheumatoid arthritis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel sensible"), vaginal disorder ("vaginal scarring"), migraine ("migraines"), increased tendency to bruise ("easy bruising"), dizziness ("dizziness"), nausea ("nausea"), rash ("skin rashes"), feeling abnormal ("brain fog"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), insomnia ("insomnia") and hypoaesthesia ("numbness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure and removal of essure system). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device extrusion, genital haemorrhage, autoimmune disorder, neuromyopathy, pelvic pain, infection, urinary tract disorder, allergy to metals, vaginal disorder, migraine, increased tendency to bruise, dizziness, nausea, rash, feeling abnormal, weight decreased, inflammation, depression, anxiety, irritable bowel syndrome, insomnia and hypoaesthesia outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, depression, device extrusion, dizziness, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, infection, inflammation, insomnia, irritable bowel syndrome, migraine, nausea, neuromyopathy, pelvic pain, rash, salpingitis, urinary tract disorder, vaginal disorder and weight decreased to be related to essure. The reporter commented: (B)(6) 2019: procedure: cone wedge resection of uterine muscle at each cornua in continuity with the intact essure device including the tail and proximal portion of the isthmic segment of the tube. Discrepancy noted in date of insertion (B)(6) 2010 , (B)(6) 2010 insertion details-left 2 right 4coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2012: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube with chronic inflammation, the distal end of essure on the left had ruptured through the endosalpinx. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- lot number added. New reporter, medial history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the distal end of essure on the left hand had ruptured through the endosalpinx'), salpingitis ('fallopian tube with chronic inflammation'), device extrusion ('extrusion'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular proble') in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cervical dysplasia, ovarian cyst, carcinoma cervix in situ, dysmenorrhea, dyspareunia, weight loss, gallbladder removal, fibromyalgia and rheumatoid arthritis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel sensible"), vaginal disorder ("vaginal scarring"), migraine ("migraines"), increased tendency to bruise ("easy bruising"), dizziness ("dizziness"), nausea ("nausea"), rash ("skin rashes"), feeling abnormal ("brain fog"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), insomnia ("insomnia") and hypoaesthesia ("numbness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device extrusion, genital haemorrhage, autoimmune disorder, neuromyopathy, pelvic pain, infection, urinary tract disorder, allergy to metals, vaginal disorder, migraine, increased tendency to bruise, dizziness, nausea, rash, feeling abnormal, weight decreased, inflammation, depression, anxiety, irritable bowel syndrome, insomnia and hypoaesthesia outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, depression, device extrusion, dizziness, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, infection, inflammation, insomnia, irritable bowel syndrome, migraine, nausea, neuromyopathy, pelvic pain, rash, salpingitis, urinary tract disorder, vaginal disorder and weight decreased to be related to essure. The reporter commented: (B)(6) 2019: procedure: cone wedge resection of uterine muscle at each cornua in continuity with the intact essure device including the tail and proximal portion of the isthmic segment of the tube. Discrepancy noted in date of insertion (B)(6) 2010 , (B)(6) 2010. Insertion details-left 2 right 4coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2012: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube with chronic inflammation, the distal end of essure on the left had ruptured through the endosalpinx. Lot number: 729920 manufacturing date: 2010-03 expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the distal end of essure on the left hand had ruptured through the endosalpinx'), salpingitis ('fallopian tube with chronic inflammation'), device extrusion ('extrusion'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and neuromyopathy ('neuromuscular problem') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, cervical dysplasia, ovarian cyst, carcinoma cervix in situ, dysmenorrhea, dyspareunia, weight loss, gallbladder removal, fibromyalgia and rheumatoid arthritis. In 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device extrusion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), pelvic pain ("pelvic pain"), infection ("infection"), urinary tract disorder ("urinary tract disorder"), allergy to metals ("nickel sensible"), scar ("vaginal scarring"), migraine ("migraines"), increased tendency to bruise ("easy bruising"), dizziness ("dizziness"), nausea ("nausea"), rash ("skin rashes"), feeling abnormal ("brain fog"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety"), irritable bowel syndrome ("irritable bowel syndrome"), insomnia ("insomnia") and hypoaesthesia ("numbness") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure system). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, salpingitis, device extrusion, genital haemorrhage, autoimmune disorder, neuromyopathy, pelvic pain, infection, urinary tract disorder, allergy to metals, scar, migraine, increased tendency to bruise, dizziness, nausea, rash, feeling abnormal, weight decreased, inflammation, depression, anxiety, irritable bowel syndrome, insomnia and hypoaesthesia outcome was unknown. The reporter considered allergy to metals, anxiety, autoimmune disorder, depression, device extrusion, dizziness, fallopian tube perforation, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, infection, inflammation, insomnia, irritable bowel syndrome, migraine, nausea, neuromyopathy, pelvic pain, rash, salpingitis, scar, urinary tract disorder and weight decreased to be related to essure. The reporter commented: (B)(6)2019: procedure: cone wedge resection of uterine muscle at each cornua in continuity with the intact essure device including the tail and proximal portion of the isthmic segment of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2012: essure in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube with chronic inflammation, the distal end of essure on the left had ruptured through the endosalpinx.. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.